Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The in-situ measurements show multiple channels in high impedance and short circuits. It is not known if there was a trauma. The patient was re-implanted.

Event description:
The in-situ measurements show channels in high impedance and short circuits re-implantation is considered.

Manufacturer narrative:
Additional information: based on the in-situ measurement and limited information received, it seems that the active electrode was damaged due to excessive mechanical stress. No date for re-implantation surgery is known yet. If and when the patient is explanted and device received, the complaint will be reopened.

Event description:
The in-situ measurements show multiple channels in high impedance and short circuits. Re-implantation is to take place but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.